Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was eri. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared eri earlier than previously estimated.

Event description:
Boston scientific received information that upon interrogation the pacemaker had reached end of life (eol). It was noted that six months earlier the device battery longevity showed one and a half years remaining and no programming changes had been made. It was further noted that the auto capture was programmed on in the pacemaker. A revision procedure was performed where the pacemaker was explanted and replaced. No additional adverse patient effects were reported.